Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Facility name, address or facility contact was not provided and follow up was not possible. Therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. No new trend, risk, hazard or harm has been identified from the complaint history review. The catalog number, ar-2324bcm and lot number 100780777, associated with this event has been involved in recall number 1220246-4/04/17-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During monthly maude review the following incident was discovered reported by the facility (report number mw5069183): during a right rotator cuff repair, the tip of an arthrex suture anchor, biocomposite swivel lock sp self punching 4.75 x 24.5 mm broke off. Unsure if retrieved complete intact tip. The maude report did not contain any facility information or reporter contact information. Follow up not possible.